Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The pump history was downloaded at the user facility. A review of the history indicates on an unspecified date at 1314, the pump was programmed to deliver in the pca mode only, with a 1mg/ml drug concentration, a 1mg pca dose, a 5 minute lockout, a 245mg total amount., no 4 hour limit was selected and a 15mg shift total was cleared. At 1321, a 3.3mg purge occurred and the keypad was locked. At 1322, the infusion was started, stopped, keypad unlocked and a 0.1mg purge occurred. At 1325, the pump alarmed for start and was silenced. At 1330, a 5mg loading dose was programmed. At 1333, the loading dose was delivered, the infusion was started and stopped, and the keypad was locked. At 1334, the infusion was restarted. Between 1347 & 1449, there were two 1mg patient initiated deliveries. At 1451, the infusion was stopped and keypad unlocked. A 3mg loading dose was programmed and the infusion was started. At 1453, a 3mg loading dose was delivered, the infusion was started, stopped, keypad locked, and the infusion was restarted. At 1458, the infusion was stopped, the keypad was unlocked, and the infusion was restarted. At 1500, a 3mg loading dose was delivered, the keypad was locked, and the infusion was started. Between 1508 & 1515, there were two 1mg patient initiated deliveries and 1 unmet demand. At 1911, the pump was powered off. Review of the history indicates the device delivered as programmed.

Event description:
The customer contact reported an adverse event occurred while the device was in use. At 1314, the device was programmed in the pca mode only, to deliver morphine 1mg/ml, with a 1 mg pca dose, a 5 minute lockout, and a 3mg loading dose. Approximately 2 1/2 hours after surgery, the patient experienced a cardiac arrest. The pt was treated with full resuscitation and reportedly did not regain consciousness. The pt expired four days later. The cause of death was unspecified. After a review of the history by the user facility, the customer contact stated that, "looking back through the history there does not appear to be anything untoward so far as I can see." Though requested, no additional information was provided.